Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The damaged probe was returned and analysis completed. Functional testing; visual/physical examination was completed and the issue was confirmed. The tip of the instrument was twisted. There are also impact marks at the back end causing fit issues with a mating tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that probe was rotated at the tip. Issue resolved with part replacement. There was no patient present when this issue was observed.